Event description:
Patient reports infusions have been taking a lot longer, a new pump is to be issued. Patient did not miss a dose or have any interruption in therapy. No adverse events resulted due to pump. Pharmacy did replace device. No further information, details, or dates provided. Cuvitru infuse 26gm (130ml) under the skin every week. Indication: common variable immunodeficiency, unspecified.